Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient underwent revision surgery in (B)(6) 2007 (exact date not reported) to excise infected tissue. During the surgery, the patient was also administered oral and topical antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.